Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of the steerable guide catheter (sgc), the device would not hold fluid column when the tip was lowered into the basin. The device was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.